Manufacturer narrative:
Uromedica complaint (B)(4).

Event description:
Incision bleed with slight wound dehiscence and localized areas of induration at both incision sites in a proact patient. The issue was resolved with medication and no residual side-effects.